Event description:
It was reported that (1) device was used during a lobectomy. It was reported by the affiliate that when the surgeon was performing the left low lobectomy, firing the tlv30 instrument for inferior pulmonary vein, there was no staples inside of the original cartridge. Because of the empty firing, there was alot of bleeding. At the moment of the occurrence, the surgeon stopped the bleeding with prolene suture and then irrigated the vein with a second cartridge to complete the case. The pt also received a blood transfusion.